Manufacturer narrative:
The na electrode lot number is w16 and the k electrode lot number is f61. The expiration dates were not provided. The qc recovery data provided was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na and k results for 5 patient samples on a cobas 8000 cobas ise module. The customer was prompted to repeat the samples as the initial results were accompanied by delta checks. For sample 1, the initial na plasma result was 133 mmol/l. The sample was repeated on another analyzer and the result was 143 mmol/l. For sample 2, the initial na serum result was 132 mmol/l and the initial k result was 4.0 mmol/l. The sample was repeated on another analyzer and the na result was 142 mmol/l and the k result was 4.7 mmol/l. For sample 3, the initial na plasma result was 126 mmol/l. The sample was repeated on another analyzer and the result was 140 mmol/l. For sample 4, the initial na plasma result was 125 mmol/l. The sample was repeated on another analyzer and the result was 136 mmol/l. For sample 5, the initial na serum result was 125 mmol/l. The sample was repeated on another analyzer and the result was 141 mmol/l. The repeat results were deemed correct.

Manufacturer narrative:
It was found that the customer centrifuges patient samples at 3700 rpm for 3 minutes, which is too fast and too short. The calibration recovery data provided was acceptable. The alarm trace did not contain a conspicuous event. The field service engineer (fse) found that the dilution vessel was not being vacuumed completely. The fse flushed the vacuum valves and flow path and cleaned the electrodes and electrode block. An ise check and calibration were performed successfully, and the customer performed qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.